Event description:
It was reported that during a hepatic biopsy procedure, removal difficulties were encountered. Transjugular access was obtained, but following the biopsy, slight resistance was met during removal of the starter guidewire through the cook guide catheter. The guidewire fractured and a segment migrated to the pulmonary artery. During retrieval attempts, the physician perforated the pericardium resulting in a pericardial effusion and rhythm disorders which progressed to cardiac arrest and subsequent pt death.